Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Upon review, the patient was right atrial (ra) sensing and pacing on the presenting rhythm. The presenting electrogram (egm) showed that each cycle was an left ventricular (lv) paced followed by and lvs which strongly suggested that there was lv loc. This lv lead remains in service. No adverse patient effects were reported.